Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that there was a hole in the hose near the muffler and the rotations per minute (rpm¿s) were below manufacturing specifications. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to user error. It was further determined that the cause of the low rpm¿s was due to worn out vanes. The assignable root cause of this condition was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the gutter sheath of the hose. During in-house engineering evaluation, it was determined that the device's rotations per minute (rpm¿s) were below manufacturing specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.